Event description:
A nurse contacted baxter report that a transfer set had separated from the patient's plastic adapter while setting up for dialysis therapy. According to the nurse, the transfer set was replaced on the following day. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
..